Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two surveillance culturing at the user facility, the subject device tested positive for the following some kinds of bacteria. The subject device tested positive for pseudomonas aeruginosa (14 cfu /20ml) and gram positive cocci (11 cfu /20ml) on (B)(6) 2017. The subject device tested positive for pseudomonas, e.coli and klebsiella on (B)(6) 2017. There was no report of infection associated with this report.